Manufacturer narrative:
The valve was patent; however it did not pass reflux testing. It also did not meet the requirements for leak testing due to a pinhole in the top of the reservoir dome. It is unknown how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. Please note that the patency check procedure for this product is different from other valves, due to the location of the membrane over the valve inlet. No impact to the patient was reported. All of our valves are 100 percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that air bubbles were confirmed by pumping and the physician thought there was a possibility of cracks in the valve.